Manufacturer narrative:
Section d6a: date of implant was inadvertently populated in the initial report; the device is not implanted. Manufacturer's investigation conclusion: the reported atypical power cable disconnect and low voltage alarms were confirmed via analysis of the submitted log files. The system controller event log file captured intermittent atypical power cable disconnect and low power advisory alarms not associated with power source exchanges or battery depletion were active as the relative state of charge (rsoc) on the white power cable dropped to or near 0v. These alarms occurred while connected to battery power. The power cable disconnect and low power advisory alarms resolved as the rsoc voltage returned to its normal value. The driveline was disconnected on 15feb2026, causing driveline disconnect, low flow, and lvad off alarms to activate. These alarms are consistent with the reported controller exchange in response to the intermittent alarms. The low power advisories and power cable disconnect alarms did not affect the controller¿s ability to support the pump and there were no other notable events captured in the log file. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. A root cause for the reported event could not be conclusively determined through this analysis. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, and the heartmate 3 patient handbook, are currently available. The heartmate 3 IFU section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve low voltage advisory and power cable disconnect alarms. The heartmate 3 IFU section 2, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. The heartmate 3 IFU section 8, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including how to clean and maintain the system controller power cables. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple low voltage alarms. The patient mentioned they had 4 new batteries, but had only taken 1 battery out of use. The patient mentioned they had taken the battery clips out of their backup set as they had never been used. Cleaning the battery clip contacts did not resolve the alarms. Using different batteries did not resolve the alarms. The patient ended up exchanging their system controller without instruction which resolved the alarms. Log file review was requested which captured power cable disconnect alarms which may have been the results of a system controller power cable issue.